Event description:
The customer reported that the subject device was broken. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found that there was no image displayed due to failure of the charge coupled device (ccd) unit. This report is being submitted for the malfunction (no image) found by service during the device evaluation.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device (ccd) unit could not be determined. Olympus will continue to monitor field performance for this device.